Event description:
The distributor contacted animas on (B)(6) 2013 alleging that the display on the pump was dim and had faded text. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display malfunction remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the text on the display screen was found to be dim/faded, discolored and difficult to read. The display screen was replaced with a test screen and the display functioned appropriately with no visible signs of fading or discoloration of text. The keypad was found to be fully intact; no damage was observed. Unrelated to the display issue, evaluation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive and required multiple button presses with increased force to elicit a response; the down arrow and ok buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under all key contacts.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.